Event description:
The user facility reported that during bypass, a blood to water leak occurred in the heat exchanger portion of the oxygenator. The oxygenator was changed out uneventfully and bypass was resumed wtih no further complications. The pt is reported as fine and was discharged to home with no complications.